Manufacturer narrative:
Image review: images were submitted to medtronic for review. Eight fluoroscopic cine loops of the implant procedure were provided for review. The patient¿s summary was not provided for anatomical review. In image 1 and when the valve dislodged - as shown in image 2 and 3, the valve appeared slightly under-expanded. A possible cause for the frame under-expansion could be severe calcification, which was present in the annulus or the leaflets. No calcification was reported, but it said, no pre-balloon aortic valvuloplasty (bav) was performed. Unfortunately, there was no cine loop available that showed the final deployment to assess deployment speed or adequate pacing. Image 1 suggested that the dcs exerted tension on the valve frame, which was recognizable by the strong bend in the frame¿s outflow-region. It is possible that the elevated tension in the dcs may have discharged at final valve deployment and thus dislodged the evolut frame on the non-coronary cusp (ncc) side. However, without further procedural information (i.e. Final deployment speed, pacing, annulus/leaflet calcification status, etc.), the root cause of the dislodgment and subsequent need for surgery cannot be determined at this time. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: d-evprop23-29 (lot: 0011969995); product type: 0195-heart valves. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, while deploying the valve, the inflow crown appeared slightly under expanded. The physician decided to release the valve and it dislodged on the non-coronary cusp (ncc) side and stayed about 4-5 millimeter (mm) above the annulus plane while remaining in position on the left coronary cusp (lcc) and right coronary cusp (rcc). No aortic regurgitation was observed and the patient remained stable in regards to hemodynamics and electrocardiogram (ECG). The physician decided to snare the valve into the ascending aorta and implant a non-medtronic valve. As the valve was unstable in the ascending aorta, a second snare catheter was used to move the valve further into the aortic arch. Where it partially obstructed the left common carotid artery. After consulting with a surgeon, the patient was converted to surgery and the valve was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.